Event description:
Information received by medtronic indicated that the insulin pump had display anomaly. Customer reported that the insulin pump had rainbow screen making it harder to read at display times. Customer stated the insulin pump rejects new batteries and gives random no delivery alarm. Customer also stated that the insulin pump had unexpected error message. Customer also stated that the insulin pump takes longer to rewind and gets incorrect blood glucose readings when senor was changed out. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.